Manufacturer narrative:
Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging 300-400 mg/dl. The customer delivered a correction bolus to address bg levels. The customer is a new pump user and the contact reported that elevated bg level could be due to not removing air during the load process, filling cannula prior to inserting infusion set site, or may be a result of not counting carbohydrates correctly due to thanksgiving. The contact declined to troubleshoot with tandem technical support. The contact was educated on the proper load sequence.